Manufacturer narrative:
Analysis of 97755 (B)(6) recharger found no anomalies were visually observed. No device found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were having trouble charging the implanted neurostimulator. Patient said the recharger got extremely hot, especially where the paddle went into the cord. Patient started to notice this 3-4 days ago. Patient then said they started having trouble when trying to charge, and said the controller kept saying it couldn't locate the device. Patient said they called their rep today, who got patient charging again. During the call, patient mentioned they were currently charging because their implant was dead, but had to remove the recharger because it was started to get really hot. A request was sent to the repair department to replace the recharger. No symptoms were reported.